Event description:
The customer reported that during an evaluation at bench repair, it was identified that the device had no audio. There was no reported adverse event to the patient or user.

Manufacturer narrative:
The philips bench preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio within the damaged device, but the speaker had sound in the mt56060 tool. The philips bench proactively upgraded the device speaker - foxlink d speaker - 453665031201. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time.